Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there is no "power alarm" sound during the smr upgrade. Controller was exchanged and no effect on the patient. Investigation is ongoing.

Manufacturer narrative:
The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a faulty internal battery. The "no power" alarm was initiated when both power sources were disconnected. However, the duration of the alarm failed to meet the specification of 15 minutes. The most likely root cause can be attributed to a faulty internal nickel metal hydride (nimh) battery. An internal investigation has been open to evaluate the failures of the "no power" alarm due to a fault internal battery. The most likely root cause can be attributed to a faulty internal nickel metal hydride (nimh) battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.